Event description:
Patient reported the display segments/pixels on the infusion device are defective. Patient stated the values can be misinterpreted. No health concerns were reported. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the display is missing four pixel columns due to a defective display printed circuit. The defective pixel cannot lead to misinterpretation of the insulin amount.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.